Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the helix exceeded specification the number of turns to extend and retract.

Event description:
It was reported that during the implant procedure, prior to implant, the physician was exercising the helix and it took more than fifty turns for the helix to extend. When it did extend, it jumped out abruptly and appeared to be at an angle. The physician then retracted and extended the helix again. The second time, it took more than thirty turns and it jumped out abruptly again. The lead was straightened with the helix extended and the helix retracted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).